Event description:
The customer reported that the device jaws would not open while on tissue after approximately 20 seal cycles. The instrument was broken open with a blunt blade. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.